Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported a power loss alarm from the insulin pump. The customer's blood glucose reading was 173 mg/dl. No further information was given.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit power up properly after battery installation. Unit received with operatings currents within spec. No unexpected power loss alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specification. Unit received with minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.